Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. The test p-cap locks properly in the reservoir compartment noted. No damage on the retainer noted. Insulin pump tested with liquid filled reservoir and no air bubbles anomaly noted. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date. The customer blood glucose level was 530 mg/dl at the time of incident and the current blood glucose level was 217 mg/dl, 145 mg/dl. The customer was assisted with troubleshooting. Customer stated that insulin pump was dropped and as they observed there are rough edges clear plastic ring inside the reservoir compartment. Customer stated that reservoir able to lock in place when inserted into insulin pump. Customer reported there are air bubbles on my reservoir and infusion set. Customer reported approximate size of air bubbles was half an inch. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be and reservoir will not be returned for analysis.